Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up. During device interrogation, high pacing lead impedance and high capture threshold were observed. Programming changes were made. The patient will continue to be monitored remotely and with routine follow-ups.